Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause for the reported issue was unknown. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.